Event description:
A customer in (B)(6) reported to biomérieux that they obtained false negative results for eeq ctcb 1632 in association with the vidas® toxo igm test. The customer indicated the serum as being a known positive but the test results were 0.53 => negative. The test results and ctcb report was requested from the customer. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux that they obtained false negative results for eeq ctcb 1632 in association with the vidas® toxo igm test. An internal biomérieux investigation was performed. Results for this control ctcb toxo 163 are as follows : -four (4) participants gave a positive result as expected, -31 participants gave an equivocal result, -84 participants gave a negative result. Since january 2015, there has been no recurrence on a specific batch of vidas® toxo igm for an external quality problem. The study of batch history record for vidas® toxo igm lots 1004881890 / 170306-0, 1004702590 / 161202-0 et 1005939820 / 170507-0 shows no anomaly during the control process. The quality product laboratory observed control charts for five (5) internal samples for six (6) lots of vidas® toxo igm including lots 170306-0, 161202-0 and 170507-0: all of the results were within expected ranges and all batches were within the trend of the parameter. The quality product laboratory tested the control ctcb toxo 163 and found an equivocal result on vidas® toxo igm lot 161202-0. The results indicated in the ctcb report were confirmed. Complementary results are indicated in ctcb report for control ctcb toxo 163: -vidas® toxo igg ii: 95 ui/ml positive (pre-testing result), -vidas® toxo avidity: 0410 tv high (pre-testing result), -toxo isaga positive (result found by 12/12 participants). A result of avidity higher than 0.300 indicates an old infection, older than 4 months. Conclusion: probable old infection for control ctcb toxo 163. This control could contain residual igm, which are not detected by the vidas® technique. In the case of a sample from a patient, it is recommended to collect a second sample, 3 weeks after the first collection, to check the kinetics of igg and confirm the avidity result. This conclusion is aligned with the conclusion proposed by the ctcb in the report. Vidas® toxo igm lots 1004881890 / 170306-0, 1004702590 / 161202-0 et 1005939820 / 170507-0 are in the expected performances. Anomaly linked to the control ctcb toxo 163, which probably contains residual igm.